Manufacturer narrative:
Device was discarded at the user facility, thus a returned device analysis could not be done. The mfg records for top assembly batch 9205239 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 75% stenosed lesion was located in the extremely calcified proximal to mid left anterior descending (lad) artery. Another MFR's balloon was initially used to pre-dilate the lesion but was unsuccessful. The quantum maverick balloon was advanced and met some resistance when crossing the lesion but was able to cross. The balloon was inflated, but ruptured at 16 atms. The number of inflations and to what pressures is unk. The procedure was completed with another quantum maverick monorail balloon and by deploying another MFR's stent. There were no reported patient complications. Pt status listed as "good".